Event description:
When nurse opened pack to do sponge count before surgery, nurse observed gauze sponge with a mass (0.6" x 0.3") of lint/dust on it. The mass was located between two gauze sponges.that pack was quarantined and another pack was used.manufacturer notified and product is being returned to manufacturer.